Manufacturer narrative:
Technician performed the investigation the account stated that while the caregiver was leaning against the foot of the bed the transport shelf fell off and hit their right foot. The technician inspected the transport shelf and found the brackets holding the shelf were bent, but the hub was still in place. The account stated the caregiver sustained a bruise on her foot and no treatment was needed. The account replaced the transport shelf to resolve the issue.

Event description:
The account alleges a nurse leaned on the convertible foot board and the shelf fell off and hit her on the foot.